Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call he was hospitalized due to high blood glucose on unknown date. Customer was currently on manual injections as per his healthcare professional. Customer's blood glucose level was 477 mg/dl when they checked on hospital's glucometer. It was unknown whether the customer using auto mode feature at the time of reported event. Insulin pump will not be returned for analysis.